Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): uncontrolled bolus.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Inside the device we found heavily mechanical damages. However, no uncontrolled bolus was given by the device within this examination. The reported device alarm did not cause an uncontrolled bolus as well. The reported failure could not be reproduced. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department.